Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly. The patient had a medical artificial hip implanted tha. Fractures of its titanium profemur modular necks the modular neck component suddenly and catastrophically structurally failed, breaking into two pieces at the ablong taper or distal end of the device.